Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 5. The pt's ultrafiltration reading was 678ml indicating the home pt (hp) drained 678ml more than their programmed fill volume of 1800ml. This info gives a total drain volume of 2478ml (1800ml + 678ml). During a follow-up call with whom was the home pt's (hp) nurse, the nurse indicated that she does not have any info in regards to this event. There was no pt injury or medical intervention reported related to this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of the available therapy log data, the eval has determined the probable cause of this overfill to be: insufficient drain and multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. System error 2431 which was encountered while obtaining the alarm log was caused by intermittent software of the digital printed circuit board (pcb). The system error encountered during the eval would not have caused or contributed to this overfill found during the eval. The device will be routed to the svc area where integrated circuits u16, u19, u26, u38 and u42 on the digital pcb will be scrapped as a precautionary measure.